Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(6).

Event description:
It was reported that a syringe 1ml ll w/o dn contained foreign matter. The following information was provided by the initial reporter: "medication drawn into syringe and clinician noticed black substance inside the syringe. Medication and syringe discarded when dr noticed black substance in the syringe. Wrapping kept for review, with small black spots inside."

Event description:
It was reported that a syringe 1ml ll w/o dn contained foreign matter. The following information was provided by the initial reporter: "medication drawn into syringe and clinician noticed black substance inside the syringe medication and syringe discarded when dr noticed black substance in the syringe. Wrapping kept for review, with small black spots inside."

Manufacturer narrative:
H.6. Investigation: two photos and one opened empty 1ml ll package was received, confirmed to be from batch #9232840 (p/n 309628). The sample was visually evaluated. A few small black foreign matter marks were observed and confirmed to be on the inside of the bottom and top web, opposite each other in location. The fm appeared to be grease residue, larger than level 3 in size and rejectable per product specification. Without the syringe in question to evaluate, it is difficult to determine a potential root cause for the foreign matter defect as it could be associated with more than one process. Syringe sample would help narrow down the likely process. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9232840 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No corrective actions are necessary based on the defective rate identified. Batch 9232840 is considered in compliance with our product specification requirements. H3 other text : see h.10.